Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced an adhesive failure on (B)(6) 2026 in which the tape was not sticking. The patient reported that the issue was due to poor adhesive quality. The patient replaced the affected product and insulin delivery continued successfully. No further information available.